Event description:
It was reported that the 2 infusion issues that occurred in oncology department on separate days and devices last week. In both cases they were delivering chemotherapy drugs through a secondary line and in both cases the secondary bag emptied sooner than expected (in the first case, significantly sooner; 36 minutes for a delivery that was expected to take 2 hours). There were no patient injuries/issues reported with these deliveries. Removed from service both the apu and channels involved these deliveries and downloaded error and event logs. The hospital is holding onto the disposables that were used and checked the delivery accuracy on the 2 pump channels; one was in spec, the other was just out of spec on the low side. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correcion : date of event, concomitant med prod/dates. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the 2 infusion issues that occurred in oncology department on separate days and devices last week. In both cases they were delivering chemotherapy drugs through a secondary line and in both cases the secondary bag emptied sooner than expected (in the first case, significantly sooner; 36 minutes for a delivery that was expected to take 2 hours). There were no patient injuries/issues reported with these deliveries. Removed from service both the apu and channels involved these deliveries and downloaded error and event logs. The hospital is holding onto the disposables that were used and checked the delivery accuracy on the 2 pump channels; one was in spec, the other was just out of spec on the low side. There was patient involvement but no patient harm.